Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. The alarm was silenced and settings were reviewed: a continuous infusion rate of 3 ml per hour had been programmed, with a total reservoir volume of 121.9 ml and a given volume of 14.6 ml. The pump was restarted, started and displayed reads run reservoir volume of 121.9 ml. The medication was confirmed as fluorouracil. No disposable alarm returned. Alarm was silenced, but a double beep persisted. The patient's tubing was clamped and cassette was removed. Air bubbles were noted in the cassette tubing. The cassette tubing was massaged, and the cassette was tapped gently on a hard surface then reattached. The patient's tubing was unclamped and pump was restarted. The display read run reservoir volume of 121.9 ml. There was patient involvement, but no patient harm reported. The operator of the device was a health professional.